Manufacturer narrative:
H11: three devices were received in a box without their primary packaging for evaluation. A visual inspection was performed, and broken seams of bags were found; components are placed according to the specification. Pressure testing was performed and a leak was noticed through the seam of bag. The reported condition was verified. The issue was due to suppliers related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of intravia containers leaked. The devices were identified to be leaking "beneath the location of the seam of the bag hanger". The issues were noticed prior to patient use. There was no patient involvement. No additional information is available.